Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was 579mg/dl at the time of the incident. The customer reported that they put in a call about supplies and was supposed to get a call back, has been having problems with the sets. Customer has had about 10-12 sets that failed, has a lot of scar tissue. Customer states she has had leaks and bleeding, customer states she has had high numbers. Customer states the pump is ok does not want to do troubleshoot. The insulin pump will not be returned for analysis.